Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was used to treat the right coronary artery (rca). During the first treatment on low speed from distal to proximal, a perforation occurred due to a tight turn. The patient was brought to emergency surgery, however, passed away. According to the physician, the death was due to patient anatomy. There was no alleged malfunction against the oad.

Manufacturer narrative:
The device history record for the reported oad could not be reviewed as the lot number was not provided. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).